Manufacturer narrative:
According to the customer, on (B)(6) 2023 when standing up from the bench "the chair went one way and I went the other" causing the customer to "fall in the bath tub". The customer reported after the incident occurred, she noticed the "back legs of the shower chair were bent". The customer reported that she had bruising and pain in her thumb that she has "arthritis" in. The customer reported she required an "injection" in her thumb from her orthopedic physician and the pain in her thumb went away a few days later. Sample was requested to be returned. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2023 when standing up from the bench "the chair went one way and I went the other" causing the customer to "fall in the bath tub".